Manufacturer narrative:
Device evaluation of monitor is underway. The reported problem (service code 107) has been confirmed. Upon investigation the monitor was displaying a service code 107 and was resetting. Investigation underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was resetting.